Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on an unknown date in (B)(6) 2018, the stardrive screwdriver and small hexagonal screwdriver were discovered to leave a brown stain on peel pack after sterilization. There was no patient and procedure involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part # 314.115 , synthes lot # 7530515 , supplier lot # na , release to warehouse date: 18nov2013 , manufactured by synthes jennersville . No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The t-15 screwdriver self retaining/ stardrive ¿ (part # 314.115, lot # 7530515, mfg # 18-nov-2013) was received with some damage to the very distal tip of the screwdriver. There are no signs of staining on the instrument. The peel pack was not returned. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed. However, the complaint is confirmed for damage to the distal tip of the screwdriver. Dimensional analysis was completed, the distal tip of the screwdriver shaft measured within specification. The complaint condition is confirmed as the device (part # 314.115, lot # 7530515) was received with some damage to the very distal tip of the screwdriver. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the screwdriver handles leave a brown stain on peel pack after sterilization. There was no patient and procedure involvement. This report is for one (1) stardrive(tm) screwdriver t15 . This is report 1 of 2 for complaint (B)(4).